Manufacturer narrative:
Results: a lens work order search was performed and one similar complaint was found.

Event description:
It was reported that the surgeon inserted and removed a 12.6mm micl 12.6 implantable collamer lens within the same surgery due to the surgeon noticing a tear in the icl once the lens was in the eye. The icl was removed with no patient injury, no enlarged incision or sutures. Another same diopter icl was implanted.